Event description:
After the bath was finished, the staff raised the transfer half way up and moved the resident out of the spa. Once out of the spa, continued to move the pt to the corner without lowering the transfer to its lowest position first (per safety and daily maintenance instruction manual). The resident likes to reach for objects in front of him and started to fall forward out of the chair while still being belted in the chair. The resident twisted slightly and fell to the floor on the right side with the belt ending up around his feet.

Manufacturer narrative:
The resident was not belted correctly (per safety and daily maintenance instruction manual). In-service training was again provided by kirk penner, penner mfg inc rep. The facility was again given a second belt for use around the upper body to prevent leaning forwarded (per safety and daily maintenance instruction manual).